Event description:
Boston scientific crm received information that at the implant procedure this lead buckled back on itself and the helix became caught on the lead body. The phsycian elected to explant the lead, which took longer than expected, and another lead was used in it's place. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that the complete lead was returned. It was found to be deformed (slightly separated) conductor coils along with a smudge on the inner insulation noted 570mm form the terminal pin, in the neck region. This was most likely caused by the stylet escaping the lumen. There was no mannitol coating the lead tip and the helix was extremely stretched and bent.there was tissue noted entwined in the lead helix. Analysis could not confirm that the helix got caught on the lead, however the helix is stretched and bent. This damage was determined to be procedurally induced.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Event description:
Boston scientific crm received information that at the implant procedure this lead buckled back on itself and the helix became caught on the lead body. The physician elected to explant the lead, which took longer than expected, and another lead was used in it's place. To date, there have been no adverse patient effects reported.